Event description:
On 7/20/07, cardinal learned that a female trauma technician in the emergency department started having symptoms (contact dermatitis, red/itchy hands) last year. At first she thought, that the soaps or sanitizers were causing her symptoms, but they were eliminated and she now believes it was the gloves. The symptoms would appear about 12 hours after wearing the glove. She believes it was sometime in 2006, that she saw a dermatologist. In 2007, she saw an allergist. She did have skin testing done, which she stated did not reveal anything specific. She did miss days from work. She was given po steroids and steroid cream. She states, her hands are getting better.

Manufacturer narrative:
Information forwarded to manufacturing plant. Results of investigation pending. Follow up report will be done.